Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate/insufficient reprocessing of the device, leading to foreign material being clogged in the nozzle. The instructions for use (IFU) states the following as precaution when sending the device to olympus for repair: "operaion manual_ returning the endoscope for repair warning: thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was found to be while gelatinous material in the nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated as part of the asset return process, and there was found to be while gelatinous material in the nozzle. Additional findings included the following: the bending section cover glues were worn out, the plastic distal end cover was damaged, the bending cover braids were deteriorated, the insertion tube protector was damaged, the water mouthpiece was loosened, the bending angulations were out of specifications, there were creases on the insertion tube, the cover lens of the charge coupled device (ccd) was cracked. It was recommended that the ccd unit be replaced (due to ccd sensor aging defects), as well as replacement of the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.